Event description:
Per report, during a transcatheter aortic valve replacement (tavr) procedure, a left iliac dissection was found after removal of the 24f retroflex3 sheath. The sheath was placed in the left iliac artery and the procedure was performed without issues. After removal of the sheath, a dissection was visualized in the left iliac artery. The surgeon removed the segment of iliac artery that contained the dissection and replaced it with a surgical graft. There was no allegation of device malfunction.

Manufacturer narrative:
The device was not returned to edwards for evaluation as there is no allegation of device malfunction. A device history review (DHR) for the 24fr sheath was performed and all manufacturers' specifications were met prior it's to release for distribution. According to the instructions for use (IFU), vascular complications are potential adverse events associated with the tavr procedure. The edwards thv patient screening and training manuals instruct the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The instructions for use (IFU) contraindicate the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths, such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the thv valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The minimum required vessel diameter for a 24 fr sheath is 8 mm. In this case, it was reported that the access site diameter was 8 mm; in addition, there was severe vessel calcification, and mild tortuosity. The transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. In this case, the cause of the injury to the iliac artery cannot be confirmed; however, it is very likely that the patient's borderline vessel size for a 24f sheath, in combination with the excessive vessel calcification caused or contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.